Manufacturer narrative:
Concomitant medical product: red01 ipg implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion due to the right ventricular (rv) lead exhibiting high thresholds. The ipg was explanted and replaced. The rv lead was replaced. No patient complications have been reported as a result of this event.